Event description:
It was reported that the patient was seen in clinic with high impedance after a recent implant and experienced increased seizures. The generator was turned off. X-rays were provided. Generator placement was observed to be according to labeling, with the generator sitting from rib 2-3. Based on the images provided, the feedthrough wires, the lead pin position and insertion could not be assessed due to angle and quality of the x-rays. The entire portion of the lead could not be visualized, and a strain relief loop and bend are not present. One tie-down is visible that was not placed according to labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No surgical intervention has been reported to date. No other relevant information has been reported to date.